Manufacturer narrative:
(B)(4). Insulin pump alarmed pump error during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to pump error. Insulin pump had cracked case (battery tube). The insulin pump p cap test reservoir locks in place properly and no anomaly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.